Event description:
The advocate stated the customer tested her blood glucose and received a reading of 19 mg/dl using her contour meter. She retested using another contour and received a reading of 241 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.